Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, heavily tortuous, 99% stenosed left anterior descending artery (lad). During the procedure, a small stable effusion and perforation were observed. Covered stents were deployed and neo-synephrine was administered. The patient was in stable condition. In the physician's opinion, the calcified, tortuous lad led to the pericardial effusion. The patient was in stable condition and discharged from the hospital.